Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away at home. The cause of death was cancer 4 and renal complications. The caller stated that the customer had cancer that may have led to the customer's passing. The customer¿s blood glucose was 48 mg/dl at the time the time the pump was taken off the customer by a health care professional, as their cancer overcame them. The customer was not wearing the insulin pump at the time of death. The pump had been disconnected by a health care professional more than 48 hours prior to passing. The customer was admitted due to the low on (B)(6), 2017. The customer was unresponsive at the time of the incident, had very high calcium levels, and had a seizure. The customer was hospitalized for 10 days and was then sent to a hospice, and then home. The customer was not using sensors. The caller agreed to return the insulin pump for analysis.